Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported that the unit failed to read parameters and that a "color chip" error message occurred. A very tight interface cable connection was also noted. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.